Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer intermittently experienced elevated blood glucose levels (250-300 mg/dl). Reportedly, adjustments were made to pump settings and customer's blood glucose levels became stabilized.